Manufacturer narrative:
Correction: b3, g3. Correction, b3: initially the event date was reported as 25 dec 2024. Additional information received that the reported event occurred on 24 dec 2024. Correction, g3: date received by MFR: the initial MDR g3 date was inadvertently submitted as 1/02/2025; however, the correct date is 12/31/2024. Additional information; b5, b7, h11. B5: upon follow up, it was reported that the cause of the peritonitis was unknown. The peritonitis was manifested by cloudy effluent. It was reported that the vancomycin was discontinued after seven days. It was reported that peritonitis "has improved" and the patient is recovering. Pd therapy is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was reported that the patient was hospitalized and was treated vancomycin antibiotic for peritonitis. The patient was discharged from the hospital, however patient outcome was not reported. Action taken with pd therapy was not reported. No additional information was available at the time of this report.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.